Manufacturer narrative:
(B)(4). Spring pawl extension disengaged. The analysis found that one (B)(4) device was returned with the closing trigger and anvil in closed position. One (B)(4) cartridge reload was loaded in the device. The cartridge reload was noted to be fully fired. Upon further inspection of the device it was noted that the clamping and firing mechanism were not working properly therefore the device was unable to open since the firing trigger did not return to home position. The device was disassembled to verify the internal components and the left pawl extension spring was found disengaged from the pawl. This condition affected the ability for the firing trigger to return to home position thus, the device would not reset itself after the return stoke therefore not allowing the device to open.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, while transecting the colon after firing they could not open the jaws of the device to remove it from the tissue. As a result, the procedure was converted to open. The device was cut off the colon. It was not reported how the procedure was completed. The current status of the patient is unknown. (B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.